Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted after approximately 2 months for an unknown reason. No additional adverse patient effects were reported.